Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 50mg/ml morphine at 12mg/day via an implantable infusion pump for an unknown indication for use. It was reported that when the hcp went to do the normal refill they pulled back blood. It was reported that the patient had recent pain and swelling. The physician stopped the pump and were going to send the patient to a surgeon for a consult. The residual volume of the pump was 4ml and they had expected 4.8ml. It was unknown if the issue had resolved at the time of the report. It was reported that surgery was planned but had not been scheduled. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative and a patient. It was reported that on (B)(6)2018 the patient went to a refill and the nurse noticed that the patient's stomach was bruised and elevated a bit around the pump. The nurse went to take the old medication out of the pump and "drew out blood." The patient's doctor instructed the nurse to turn the pump off, and the patient was in the hospital from "wednesday-sunday." While in the hospital it was reported that the patient went through withdrawal like crazy. The patient reported that the medication in their old pump was morphine, but they had been "taking morphine for too many years," and stated the drug was not helping anymore and the patient would just "bear the pain." The patient reported the drug in the new pump is dilaudid and that it covers their symptoms much better. It was reported that the cause of drawing back blood was unknown, they possibly could've hit a vein/vessel when accessing the reservoir. It was reported that the pump was turned off and the patient had been scheduled for a replacement. It was reported that the patient's elective replacement indicator was 5 months out so the replacement was being scheduled either way. It was unknown if the issue had been resolved. It was reported that the pump replacement occurred on (B)(6)2018. It was reported that the procedural md aspirated 2ml from the catheter access port with no issues. There was no issues noted with the pump or the catheter. A seroma was noted at the pump pocket, but the cause of the seroma was unknown. The patient was receiving 10mg/ml hydromorphone at 0.999mg/day. The patient's weight was noted as (B)(6)kg. It was reported that the patient was taking oral medication as well, but the type of drug was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user facility on 2018-may-24 indicated the patient's weight was (B)(6). It was noted there was a product problem and an other serious, important medical event. The event date on the report was (B)(6) 2018 (note: this conflicts with the previously reported information.) It was noted that a patient had a morphine pump malfunction. The patient was transferred to the hospital after being seen at the healthcare professional (hcp) office with complaint of not having pain control and requesting change of medication. The last pump refill was (B)(6) 2017 with the next refill due in (B)(6) 2018. On arrival to the hospital, the staff noted edema to pump site with bluish discoloration. Upon hcp attempting to refill there pump, there was withdrawal of dark red fluid; withdrawal of fluid stopped. The patient was transferred to another hospital for neurosurgery evaluation and interrogation of the pump. The patient was taken for surgery on (B)(6) 2018 and had their pump replaced. Per operative notes, the hcp found motor oil underneath the old pump. The intrathecal catheter was functioning fine and the pump was replaced. The patient was discharged from the hospital on (B)(6) 2018. It was noted that the device was not available for evaluation. No further complications were reported/anticipated.